Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of a navigation integrity for egps he active implant, resulting in the incorrect cad object being rendered during navigation. This occurred because the user selected a different instrumentation set when not on the navigate page. When returning to the navigate page, the user did not reselect the active trajectory causing the incorrect cad models of instrumentation to be loaded. When navigating, the user has the ability to see the actively tracked instrument name displayed. Additionally, the user is able to perform anatomical landmark checks and see instrumentation overlaid on patient anatomy during navigation. The severity is observed did not exceed the anticipated severity. The observed overall risk level is 18 or low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Dr. (B)(6) robot cases. 2 different robots. Both pre-op CT cases. T10-ilium. We are putting x2 si-lok select screws at the bottom of the construct in the bedrock trajectory. First case was on 5/16. We selected left side first. Drill was accurate. And we proceeded to put the left screw in until we got a check mark. Dr. (B)(6) felt something was wrong. Right side went fine.upon x-ray the left side was deep about an inch. Put the nav driver back on to back up screw and it now showed an inch deep as it did not before. Second case 5/31 same exact thing happened however we caught it before proceeding to put in the screw. Both instances the right-side nav was on. It was only left side that we selected first. Please call me for more details on how we troubleshooted it and on my theory of what happened. All cases and logs are uploaded.